Event description:
The pt was implanted in (B)(6) 2011 with two chromium cobalt rods from the upper thoracic through the lumbar. Reportedly one rod broke in (B)(6) 2011 as the pt was walking. Pt was to be returned to the operating room on (B)(6) 2012, for removal of the rod and during the pre-operative exam the second rod reportedly broke. It is unk at this time if the second surgery took place. The rods have not been positively identified as synthes rods. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.